Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: new etq created in order to update etq (legacy system) complaint (B)(4). Reason for original complaint- litigation alleges that the patient suffers from pain and suffering, along with excessive levels of chromium and cobalt. Update rec'd 5/1/2015 - plaintiff¿s preliminary disclosure form was received, which identified correct doi and part/lot information. There is no new additional information that would affect the investigation. The complaint was updated on: 5/26/2015 / update (B)(6) 2018: pfs and implant sticker sheet received. There is no new allegation. Added stem and sleeve due to previously alleged metal poisoning. Doi: (B)(6) 2008; dor: unknown; right hip.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.